Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the case on the battery tube side, scratched case, keypad overlay peeling at its upper right corner. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). The case was cut open. There are traces of previous moisture presence in/around the following: pcba1--back of the lcd screen; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a crack in the case was confirmed during testing. The critical pump error (open book image) is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the pump has been cracked. Troubleshooting was performed and it was stated that location of the damage was at the back side of the battery case. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.